Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was received with missing segments due to cracked lcd zebra connector. The pump had broken belt clip slot, cracked reservoir tube lip, reservoir tube, case window display corners and scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 700 mg/dl. The customer treated with a manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the motor error alarm has occurred more than once in the last 30 days. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.